Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump bolus delivery rate was slow. Reportedly, the pump delivered 1 unit per 30 seconds. There was no reported impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer for additional information; however, the customer did not respond.